Manufacturer narrative:
The peritonitis occurred on an unspecified date "last week". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The nurse reported the transfer set was changed ¿2-3 weeks before¿ and while training the patient, the set would not close properly and was difficult to open and close. The cause of the event was not reported. On an unreported date, ¿a week and a half later", the patient was hospitalized for the peritonitis event. The patient was treated with gentamicin (60 mg, route, frequency and duration not reported) and fortaz (1g, for 21 days, route and frequency not reported). At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.